Manufacturer narrative:
(B)(4)

Event description:
Both ultrabraid sutures snapped during knot tying. Nothing to return as the product remains in patient. Additional information stated the surgeon did not tie off the sutures, because they had snapped. Also, the anchor was not removed and he did not put another one in.